Manufacturer narrative:
The hill-rom tech found the communication cable was damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating nurse call was not working. The bed was located at the account in mb 30. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).